Manufacturer narrative:
The information provided by the surgeon indicates the patient was suffering from several complications related to the subsidence of the stalif l implant. There was no clear indication the device did not contribute to this condition, thus an MDR is required for this event. DHR review could not be completed as part and lot numbers were not provided. Complaint trending found this to be the first complaint of subsidence and pseudoarthrosis. The risk assessment found that subsidence and pseudoarthrosis are identified as possible hazards and harms which can result in additional surgeon and other complications. The rate of complaints was found to be acceptable based on this assessment. No devices were returned for analysis. Review of the stalif l IFU and surgical technique guide noted that stalif l is required to have supplemental fixation. The x-ray images provided show supplemental posterior fixation was in place, but did not span across the stalif l l3/4 disc space. The l3 vertebrae which shows the most subsidence was not supported with posterior fixation. The surgical technique guide for stalif l provides a specific example showing posterior fixation across both pictured stalif l levels. Additionally there has been studies which suggest that smoking can increase the risk of pseudoarthrosis. The amount of smoking per day provided by the surgeon suggests this may have been another factor in the patient's pseudoarthrosis. The investigation did not find a specific device problem. The complaint is likely a patient specific condition and patient-device interaction problem which may have been exacerbated by off-label use and patient comorbidity (frequent smoking). This submission is for 1 of 3 stalif l devices involved in this event.

Event description:
The patient is a female, born (B)(6), no osteoporosis, smoker (30-40 cigarettes/day), no other comorbidities who received a stalif-l in l3/4 about 1.5 yrs ago. Patient was originally implanted (B)(6) 2019. Surgeon will remove the stalif-l in l3/4 on friday and she will receive a ventral re-fusion with a ventral cage of another company (jnj). Additional information provided indicates the patient has radicular pain at l3/4, sensory loss in left lower leg, mild paresis medial quadriceps related to foraminal stenosis l3/4. The surgeon confirmed no bony fusion was achieved, erosion of endplates and migration (subsidence) of the cage into vertebral bodies l3/4, loose screws, reduction of height resulting in foraminal stenosis as a result. The patient received a decompression on (B)(6) 2021 in l3/4 an dorsal new-osteosynthesis l3-s1 (the previously used osteosythesis-material is no longer available, clickx/synthes). Stalif l removal was completed on (B)(6) 2021, and replaced with eit conduit cage (depuy synthes). The stalif l peek cage had to be chiseled out of the disc space.